Event description:
A caregiver reported a ¿replace sensor¿ error message was received on the adc freestyle libre sensor. As a result, the customer was not able to obtain sensor scans and experienced symptoms described as ¿lack of movement, slow speech, can¿t move¿, and a seizure. The customer was unable to self-treat, requiring third-party treatment of oral glucose tablets. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating paired state: sensor works in this state all 14 days). Visual inspection of the sensor plug and damaged was observed to the guide tabs. The plug was seated correctly and therefore the damaged guide tabs did not cause the customer complaint. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a ¿replace sensor¿ error message was received on the adc freestyle libre sensor. As a result, the customer was not able to obtain sensor scans and experienced symptoms described as ¿lack of movement, slow speech, can¿t move¿, and a seizure. The customer was unable to self-treat, requiring third-party treatment of oral glucose tablets. No further information was provided. There was no report of death or permanent injury associated with this event.